Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 76-year-old female with acute myocardial infarction complicated by cardiogenic shock (scai stage d) underwent impella cp placement via right femoral arterial percutaneous access. During preparation to leave the catheterization laboratory, the pump was inadvertently pulled back into the aorta, resulting in loss of appropriate positioning. Imaging had been utilized to assess position, confirming malposition, and attempts to re-cross the aortic valve, including a wireless re-access attempt, were unsuccessful. The device was removed at 1:23 pm on (B)(6) 2026, and a decision was made to place a new pump. The patient remained hemodynamically stable and unharmed during the exchange, and onsite support was noted to be beneficial. Despite successful pump exchange and continued support, the patient subsequently expired on support. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.